Event description:
A customer based in ireland reported that one of their customers reported a patient complained that a lancet took a piece of their skin out of their finger and left a fragment of plastic in the site, of which had to be removed with tweezers. The patient said (he or she) sought medical attention to ensure no further fragments remained in the site. Nothing else was reported. This was reported to the UK on (B)(6) 2026 and was reported to mhra. Their customer then reported that the customer who complained was in the us, on (B)(6) 2026.

Manufacturer narrative:
50 retained samples were visually and functionally tested with no faults identified; all samples functioned to IFU. These devices are a 16g safety lancet with a steel diameter of 1.5mm, intended for individuals that require a larger blood volume. After blood collection, the wound may appear larger compared to other specifications of needle. The sensation of pain may also feel greater. As no product has been returned, it is not possible to determine a root cause for this incident.